Event description:
Information received indicates the nurse call button is not functioning.

Manufacturer narrative:
Technical support found the bed was not ordered with and should not have been configured with nurse call, although the nurse call buttons were installed on the siderails. The nurse call function was not activated. The technician activated the nurse call function on all the beds to resolve the issue.